Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 354 (mg/dl) and ketones. Customer changed the pump supplies and administered an insulin injection to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.